Event description:
On (B)(6), 2010, a respiratory therapist reported inomax ds (B)(4) had fluctuating nitric oxide (no) readings, while on a pt. The respiratory therapist then calibrated the device and got a no cell failure. The respiratory therapist changed the no cell and the fluctuating no readings continued. The respiratory therapist stated there was no impact to the pt and no adverse event occurred. The device was replaced with another unit. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(4), 2010, a respiratory therapist reported that inomax ds, (B)(4) had fluctuating nitric oxide (no) readings. The device is in transit for investigation. The supplemental report will be submitted within 30 days of completion of the investigation.